Manufacturer narrative:
The device worked properly when advancing and retracting needle using thumb ring. With the optiflo needle extended, no functional issues were found. The device was disassembled and inspected. It was noted that the internal teflon tube was a little waved/kinked next to the end tip of internal hypotube. This most likely occurred during device set up. The reported issue was not able to be confirmed, as no problem was found in retracting the needle. (B)(4).

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used for the treatment of a gastric ulcer bleed. According to the complainant, after injection, they could not retract the needle. They feel there is a risk of damage to the endoscope. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was used for the treatment of a gastric ulcer bleed. According to the complainant, after injection, they could not retract the needle. They feel there is a risk of damage to the endoscope. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).